Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. The patient remains ongoing on heartmate 3 lvas, (B)(6). The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. No device-related issues were reported; however, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the modular cable was exchanged. The damage was confirmed to only be on the modular cable and not the pump cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had extensive driveline damage due to trauma from a dog chewing on it. The patient's international normalized ratio was subtherapeutic at the time of discovery and it was said the modular cable would be exchanged out later in the week. Log files were submitted for review and captured no evidence of any type of driveline electrical conductor issue in the log file. The log files contained pulsatility index events as well as routine power source changes.